Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level.